Event description:
Patient reported that the backlight on his infusion device began flashing along with the display screen. He reported that the number 77 appeared along with 3.00 on the display screen. The patient reported that he replaced the power pack and the infusion device worked correctly. No physiological symptoms occurred. No medical treatment was required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall # 2183996-01/13/06-002r.